Manufacturer narrative:
The reported events were failure to capture, under-sensing, and helix mechanism issue. As received a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix partially extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix was able to fully extend and retract, with the extension length measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported events of failure to capture and under-sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, increased capture thresholds resulting in loss of capture and decreased sensing resulting in under-sensing were observed on the right atrial (ra) lead. Ra helix rotation issues were noted during the procedure. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.